Manufacturer narrative:
Additional information: devices of multiple part/lot numbers were implanted during the procedure including: part# 7750088, lot# unk, 510k: k070742, UDI# (B)(4), quantity: 1. Part# 6950315, lot# unk, 510k: k052180, UDI# (B)(4), quantity: 6. Part# 6958724, lot# unk, 510k: k083071, UDI# (B)(4), quantity: 1. Part# 6958726, lot# unk, 510k: k083071, UDI# (B)(4), quantity: 1. Part# 6958734, lot# unk, 510k: k083071, UDI# (B)(4), quantity: 3. Part# 6958736, lot# unk, 510k: k083071, UDI# (B)(4), quantity: 1. Although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient underwent posterior decompression with fusion.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that in (B)(6) 2016, post-op, patient was experiencing a lot of pain in the area were the device was implanted. Surgeon found nothing concerning implants; however, pain was still present.